Manufacturer narrative:
The device was not returned for analysis. A corrective and preventive action (CAPA) database review was performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed and a similar complaint query could not be performed because the lot number was not reported. Based on the information provided, the investigation determined that the reported issue and subsequent treatment appear to be related to operational context of the procedure. Based on the reported information, an arteriotomy closure of a calcified and tortuous femoral artery, due to the patient anatomy, the prostyle device was unable to advanced and the sheath became bent. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to design, manufacture, or labeling of the device. D4: a partial UDI was provided as the lot number is not known. The additional device referenced in b5 is being filed under a separate medwatch report.

Event description:
It was reported this was an arteriotomy closure of a calcified and tortuous right common femoral artery using the pre-close technique via a 7f sheath hole prior to a transcatheter aortic valve repair (tavr) procedure. Reportedly, due to the patient anatomy, the prostyle device was unable to advance and the sheath became bent. The device was removed and replaced with anatomy prostyle device. However, after insertion, no blood was seen coming out of the marker lumen. The device was removed and one new prostyle device was successfully pre-placed. The sheath was upsized to 18f, and the procedure was completed. Hemostasis was achieved with the pre-placed prostyle device. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.